Event description:
Medtronic received information, regarding a navigation system being used outside of a procedure. It was reported, that the site alleged a message of "locator failure" at the start of registration in the optical procedure. There was no patient involvement. The camera was not working and needed to be replaced.

Manufacturer narrative:
H2, 3: a manufacturer representative (rep), went to the site to test the navigation system. The external disinfection of the device was carried out. When the optical cranial procedure was started, the message, "localizer failure," was displayed. The diagnostics of the status of the camera, which already had the red light, emitting diode on when it was switched on was checked. The diagnostics showed, that the shock sensor was active. The camera was noted, to need replacement. Codes: b01, c10, d02. G2.: foreign country: italy. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.